Event description:
It was reported that the pt underwent an arthroscopic rotator cuff repair using a magnum 2 knotless implant. The implant was inserted into the drilled bone hole and upon tensioning the suture the spring off the back of the implant let go and tension was lost. Another magnum 2 knotless implant from a different lot was used and again tension was lost. In order to complete the repair the surgeon was required to revert to a mini-open technique using the same suture and a different magnum 2 implant. No pt complications were reported as a result of this event.

Manufacturer narrative:
The reporter supplied the MFR with a lot number, however, the lot number was determined to be invalid. (B)(4).